Event description:
Indication for procedure: fractured rv lead delivering inappropriate shocks to the patient. Patient was referred to the facility after receiving 2 inappropriate shocks. Procedure: this was a right-sided procedure performed in the cardiac catheter lab. Severe scaring of the proximal coil, venous occlusion and being morbidly obese contributed to the complexity of this case md began lasing with a 12f sls, up sizing to the 14f sls. The md attempted to connect a lld-ez to the distal end of the fractured rv lead with no success. A steel sheath was used in addition to the 14f sls. Upon reaching the svc/ra junction, the patient's blood pressure dropped, CT surgeon performed an emergent sternotomy, repaired the svc injury, but unfortunately the patient's heart was not able to recover. Analysis: the devices used in this case were not retained by the hospital staff for post-procedure analysis by the manufacturer. Lot history reviews were unable to be done due to the devices being discarded during the code.

Manufacturer narrative:
Patient's outcome: death. Manufacturer dates for all devices: 500-001/unknown, 500-012/unknown, 518-062/unknown.